Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that data was lost and unable to be retrieved. The reason for the call was that the patient was unable to connect to the implant, and saw the message "internal device lost all data contact your clinician." The patient stated they needed to turn ins therapy strength down. They also reported they took a diuretic for retaining water, and also took a water pill in the morning. They believed the water retention was due to the device, and they needed to decrease therapy strength. They were walked through connecting, and saw the contact your clinician message again. Information was reviewed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and reprogram the device, and they reported they already had a scheduled appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that data was lost and unable to be retrieved. The reason for the call was that the patient was unable to connect to the implant, and saw the message "internal device lost all data contact your clinician." The patient stated they needed to turn ins therapy strength down. They also reported they took a diuretic for retaining water, and also took a water pill in the morning. They believed the water retention was due to the device, and they needed to decrease therapy strength. They were walked through connecting, and saw the contact your clinician message again. Information was reviewed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and reprogram the device, and they reported they already had a scheduled appointment.